Event description:
It was reported that during use on a patient during transport, the cs300 intra-aortic balloon pump (iabp) had an issue with the screen. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The 12v batteries that were replaced were done so as a precaution. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the pcb video receiver, cable to keypad, cable to video receiver board. The fse also replaced the 12v batteries. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an issue with the screen. No patient harm, serious injury or adverse event was reported.